Manufacturer narrative:
(B)(4). The device was returned for analysis. The premature deployment was unable to be confirmed and follow-up information received noted that the account could not remember what was defective about the device as the procedure had occurred in (B)(6) 2012. The stent implant was returned stationary on the stent holder between the markers with no damage noted. The distal outer sheath was separated 9mm distal to the proximal end. The distal portion of the distal outer sheath was torn longitudinally at the separation for a length of 2mm. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the absolute pro 7x80x80 self expanding stent system (sess) was defective. Reportedly, the fellow does not believe that the absolute pro 7x80x80 sess entered the patient anatomy and it likely prematurely deployed before use but does not remember exactly what happened as the event occurred in (B)(6) 2012. The target lesion in the superficial femoral artery was first treated with atherectomy and another absolute pro 7x80 sess was implanted to treat an additional lesion followed by fox plus balloon inflations. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event as it was reported to have occurred in (B)(6) 2012. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.